Event description:
Bed found in "down" storage area. No pt impact was reported. Bed had a note saying "head will not stay up".

Manufacturer narrative:
Technician found bed in "down" storage. Found head of bed is drifting downward slowly due to faulty CPR valve. Replaced the CPR valve to resolve this issue.